Manufacturer narrative:
Concomitant medical products: product ID: 863720, serial# (B)(4), implanted: (B)(6) 2007, product type: pump.(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal infumorph (morphine) 30-35 mg/ml at "almost 6 mg/day" via an implanted pump system. The patient went to the emergency room (ER) on (B)(6) 2012, and their healthcare provider (hcp) would not check the patient's pump. The hcp wanted to perform imaging and check for the flu, and a urinalysis was performed. The patient reported they were "throwing up bile", and they also reported flu-like symptoms, scratching/ripping through their skin, hypersensitivity to smell, their muscles were contracting, and that they were going into convulsions. They left the ER without treatment. The patient was currently home. They had not heard a pump alarm, but they were concerned that the pump was not working due to the elective replacement indicator date not being accurate. The patient stated that they knew the elective replacement indicator (eri) was close stating it was around twelve or fourteen months. The pump had just been filled (date not specified). The patient stated that they believed the pump had stopped working. They stated that they were unable to move, and they had not eaten in thirty-six hours. They could not even take a pill. They were half-hallucinating "knowing that they were not in staten island helping their friend dig out of their house, knowing that they were not there". The patient stated it was not the flu, and that they had no yellow mucous. The patient was unable to get in touch with their physician and was advised to go to the ER. Additional information was received from the patient on (B)(6) 2016 indicating that they had experienced withdrawal and hallucinations in 2012. They had withdrawal for seven days and lost eleven pounds. They also reported having a granuloma that was "so big". They had problems with their legs, and they pulled their eyelashes out. The patient reported that their physician required a 40-50 ml syringe to "blow it out", using both hands, "double-fisted". They could see the color coming back into their face when it was done. They felt like they never fully recovered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). They had treated the patient for two years. The patient presented with symptoms that made them suspect that the patient had a granuloma back in late 2012; however, they were never able to confirm anything radiographically. The hcp stated that usually if they flushed the catheter a few times they were able to get good flow. At that time, the patient was close to being due for a new pump, so it was replaced around that time, but the replacement was not due to a granuloma. They stated that the convulsions, hallucinations, pulling out eyelashes, and throwing up bile were not at all related to the patient's pump. The hcp stated that the symptoms described were psychological in nature, and they were related to the drugs the patient was taking in relation to that issue. The patient recovered without issue from his replacement, and they had no other issues related to the pump.